Event description:
It was reported that the customer's insulin pump had a blank display. It was also reported that the customer's insulin pump has a crack on the top of the battery compartment. Customer's blood glucose level at the time 162mg/dl. Troubleshooting occurred. Advised to discontinue use of the insulin pump. No further information was provided.

Manufacturer narrative:
Pump received with blank display due to the battery tube connector not plugged in properly. Unable to verify failed battery test alarm, battery out limit alarm, weak battery alarm due to blank display. Pump received with minor scratched display window, cracked battery tube threads, cracked reservoir tube lip.